Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 2 of 4. The hp stated that the supply bag had fallen and disconnected. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that the supply bag had fallen as it was not securely placed on the shelf. He made no allegations about any of baxter's products, and stated that it was due to use error alone. The hp would make sure to position the bag more securely in the future. He had skipped therapy for that night after the alarm, and had notified his nurse about the missed therapy. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the alarm, but that she had seen him the previous day and everything was going well with his therapy. There were no adverse effects reported in relation to this event, and the patient was continuing therapy on the homechoice. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.